Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After realizing the femoral array moved during the anterior chamfer we went back to bone registration to confirm the array had moved. Walking the bone with the blue probe showed the array had moved. I proceed with the trouble shooting steps of a bumped array but the software was not accurately reflecting where the bone was in space. Physically walking the bone with the blue probe on the lateral side showed up as medially walking the bone on my screen. Same scenario occurred when the bone was walked laterally with blue probe. The probe was shown medially on my screen. After trouble shooting and re- registering and the problem still occurred. I knew the CT model was not laid correctly on to the physical anatomy. The case was finished manually case type/application: tka.

Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method and results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text: device not returned to the manufacturer.

Event description:
After realizing the femoral array moved during the anterior chamfer we went back to bone registration to confirm the array had moved. Walking the bone with the blue probe showed the array had moved. I proceed with the trouble shooting steps of a bumped array but the software was not accurately reflecting where the bone was in space. Physically walking the bone with the blue probe on the lateral side showed up as medially walking the bone on my screen. Same scenario occurred when the bone was walked laterally with blue probe. The probe was shown medially on my screen. After trouble shooting and re- registering and the problem still occurred. I knew the CT model was not laid correctly on to the physical anatomy. The case was finished manually. Case type/application: tka.